Manufacturer narrative:
E1: (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that device service was due. The pump alarmed when turned on, which caused by clock battery and/or motor rotations. There was no patient involvement.

Manufacturer narrative:
D9: device returned 6/17/2024. One device was returned for analysis. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the real time clock (rtc) battery. As a result, the rtc battery was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
D4: serial number, catalog, UDI were updated.